Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device issue was found during the service and evaluation. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was defective and not functioning on the power module device. It was further determined that the device failed pretest for saw test, function test, charging/checking of power module charger, and information button and self-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.